Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited ?no disposable clamp tubing" alarm and ?low battery". No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test was performed to further investigate the reported event. Unable to repeat customer's reported problem in that the pump was alarming "low battery" and " no disposable clamp tubing" messages during the investigation by running the pump with customer's returned program. No disposable, and high pressure alarm messages were found in the pump's event history logs along with multiple occurrences of "battery low" messages after the pump from back in december of 2020. The "battery low" issue were most likely caused by low batteries in used. No actions for the battery low issue. It was recommended that the downstream occlusion sensor be replaced. B5) customer provided additional information that the reported issue did not occur while in use with a patient.